Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 14f sheath hole during a portico ng procedure. The sutures of two prostyle devices were successfully placed. The a transcatheter aortic valve implantation (tavi) interventional procedure was completed. Reportedly post procedure, the patient developed a hematoma and a femostop was used to resolve it.. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hematoma is listed in the prostyle instructions for use (IFU),as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.